Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. The device has been recieved and not yet been evaluated by the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously received a report alleging that an inoperative error code occurred on the ventilator due to the machine flow sensor drifting above specification. No harm or injury was reported. The complaint was confirmed, and the machine flow sensor was replaced. Additionally, an error code indicating the system was unable to charge the internal battery was identified during evaluation. The detachable battery was replaced to resolve the issue.